Event description:
Customer reported pts treated with irenat showed discrepant calcium results. The discrepant results were in the false negative range. There was no impact to a pt as a result of this event.

Manufacturer narrative:
MFR continues to investigate the cause of the observed event.